Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007 and subsequently expired on (B)(6) 2007, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs # 1225714-2014-02790, 1225714-2014-02791, 1225714-2014-02792, and 1225714-2014-02793.